Manufacturer narrative:
User facility/medwatch report was received on 6/13/2024 from the FDA. FDA medwatch report # is (B)(4). Investigation cannot be conducted due to affected product was not returned for evaluation by user facility.

Event description:
Patient needed 2nd set of blood cultures, straight stick 21g kurin set obtained to draw, after puncturing the vein blood was coming out of the kurin filter reservoir itself instead of stopping after filling leaking on the patient.

Event description:
Patient needed 2nd set of blood cultures, straight stick 21g kurin set obtained to draw, after puncturing the vein blood was coming out of the kurin filter reservoir itself instead of stopping after filling leaking on the patient.